Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the rep reiterated that the patient had a loss of therapeutic effect immediately following their ipg placement on the opposite side of their chest. The patient denied trauma, and had the ipg and extension replaced. Impedances were also out of range per the hcp, with all therapeutic benefit lost after the 2nd implant. No further complications are anticipated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient had a loss of therapy and return of baseline parkinson's symptoms. It was stated that impedances were read and found to be out of range, so the implantable pulse generator (ipg) and extension were replaced on (B)(6). There were no known environmental factors that led to the issue, and the issue was resolved at the time of the report. The patient's indication for implant is dystonia.

Manufacturer narrative:
The returned ins passed all functional testing in the laboratory. No anomalies were identified. The ins output was tested at the cut end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned extension and good stable output was observed on all electrode pairs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.